Event description:
A presentation of the noteworthy radiographic observations of patients treated with synthes nflex implants reported that there was a suspected unknown quantity of screw loosening for patient ID (B)(6) at the s1 location. The 3 month post op x-ray image shows that toggle of the s1 screws is evident from flexion to extension. There is clear rotation of l5 relative to s1 and the screws and rods appear to be rocking within the bone. Some amount of graft instability is also apparent and can be seen changing position from flexion to extension. This MDR is for the graft mentioned in the event description- some amount of graft instability is also apparent and can be seen changing position from flexion to extension. The part number or type of graft is unknown, so unk spine was chosen as the part. No further information was provided.

Manufacturer narrative:
Device was used for treatment. Actual event date not known. Exact part number could not be identified. The device is not being returned for evaluation. As no lot number was provided, no device history record review can be performed. There is no further information available on this event and no further investigation can be performed.